Event description:
It was reported that this was a venotomy closure of the right common femoral a vein using a prostyle device after an interventional atrial flutter ablation procedure with a 9f sheath. Reportedly, while pulling the plunger back to deploy the sutures, both sutures snapped at the point where they were attached to the plunger. No excessive force was used. The knot was advanced and tightened as intended and manual compression was ultimately used to stop the oozing. There was no adverse patient sequela. A clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the information provided, the investigation determined that the reported issue and subsequent treatment appears to be related to operational context. It is likely that an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.